Manufacturer narrative:
The device was not returned for evaluation; however, the reported event was confirmed based on the reported event description. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contents: 2000 ml (approx. Vol.) Capacity drainage bag with anti-reflux chamber, sample port, outlet device, durable hook hanger. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Position hanger near the foot of the bed and check tubing frequently to ensure no freestanding urine." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was not a place on the bed to hang the drainage bag; therefore, the complainant laid the bag down on the bed, causing urine to back up. The patient allegedly contracted a urinary tract infection and was prescribed antibiotics for treatment. It was later reported that the catheter system was placed on (B)(6) 2017, and the patient allegedly began to show symptoms of a uti on (B)(6) 2017. The complainant also stated that the patient began "getting sick" on (B)(6) 2017, and at 6 am on (B)(6) 2017, the patient's urine was described to appear as "chicken broth mixed with milk and flour". The patient's symptoms were reportedly improved on (B)(6) 2017, after starting the antibiotic.